Event description:
Event description boston scientific, crm received information that the impedance measurement on this right atrial lead is approximately 360 ohms in unipolar configuration. Noise is present on the atrial channel and the patient is programmed to aai. It was also reported that there was some atrial oversensing due to the noise; however, the health care provider did not witness the oversensing. The patient's intrinsic rate was reported as being higher than the programmed rate of 50 ppm. P-wave amplitude is 1.0 mv and sensitivity is programmed at 0.5 mv. The r-wave amplitude is currently 0.8 mv and it was noted that the right ventricular lead may not be operational. No specific allegations were made against the right ventricular lead. No adverse patient effects were reported.